Event description:
The customer reported that he was hospitalized with a low blood glucose of 26 mg/dl. The customer also stated that he wears the sensor, and did not get any type of low blood glucose warning. Troubleshooting was performed, and the test plug procedure passed. Advised the customer that it's working properly, and to try inserting it a little deeper into the skin due to having more fatty tissue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-01161.